Event description:
Atty reported: in 2002, pt underwent repair of a recurrent ventral abdominal wall incarcerated hernia with a bard composix mesh. The mesh was placed underneath of fascia and sutured. In 2007, pt sought medical treatment due to severe abdominal. Pt's condition worsened progressively. A CT scan of the pt's abdomen revealed a small bowel obstruction. Hospitalization and surgery were immediately necessary. On the same day, pt was admitted and underwent an emergency exploratory laparotomy with extensive lysis of adhesions with small bowel anastomosis. Pt was required to remain in the hosp for 5 days following the surgery. On or about nine days later, pt presented to the ER with complaints of abdominal pain. A physical exam revealed redness at the bottom of the wound and fever of 102 degrees. Pt was admitted. History and physical revealed pt underwent an exploratory laparotomy with bowel resection approx 10 days prior. A CT scan of pt's abdomen revealed a 7 inch x 7 inch abscess in the lower portion of the abdominal cavity. An 8 inch french drain was placed and approx 60 cc of fluid was aspirated. Pt was required to remain in the hosp for 3 days to be treated with antibiotics.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We will submit a f/u report when/if prod is returned for eval or add'l info becomes available.